Event description:
A report was received from the clinical trial indicating that approximately 59 months post index procedure the patient experienced a non-q wave myocardial infarction. The patient was revascularized and discharged from the hospital.

Manufacturer narrative:
This is one of two products being reported for the same event. Please reference manufacturing reports #:9610978-2007-00236 and 9610978-2007-00237. Any additional information will be submitted within 30 days of receipt.